Event description:
It was reported that the pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor (sam) episode that switched the mv sensor to the ventricle. Review of the sam episode showed noise and ra undersensing prior to the mv oversensing. Technical services recommended further troubleshooting of the lead and to consider programming off atrial therapy for now. The system remains in-service at this time. No additional adverse patient effects were reported. Additional information was received that this pacemaker and ra lead were explanted due to high impedances and noise that was oversensed by the mv sensor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition, however this condition was unable to be reproduced in through laboratory analysis. This device was included in the recent minute ventilation sensor signal oversensing advisory population. 3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor (sam) episode that switched the mv sensor to the ventricle. Review of the sam episode showed noise and ra undersensing prior to the mv oversensing. Technical services recommended further troubleshooting of the lead and to consider programming off atrial therapy for now. The system remains in-service at this time. No additional adverse patient effects were reported. Additional information was received that this pacemaker and ra lead were explanted due to high impedances and noise that was oversensed by the mv sensor. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population. 3191 code was used to denote surgical intervention.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor (sam) episode that switched the mv sensor to the ventricle. Review of the sam episode showed noise and ra undersensing prior to the mv oversensing. Technical services recommended further troubleshooting of the lead and to consider programming off atrial therapy for now. The system remains in-service at this time. No additional adverse patient effects were reported.